Manufacturer narrative:
Pump passed self test however, constant pump error 37 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 37 confirmed in the pump history/trace files on 08/08/2025 12:24:05.000. Pump was cut open to perform visual inspection and found a jammed motor gearbox. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Unable to verify insulin flow block alarms due to pump error 37 alarms. Pump error 37 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-442a, and mmt-1884. Troubleshooting was performed for the insulin flow blocked alarm. The customer reported recurring 'insulin flow blocked' alarms after troubleshooting. The customer had tried all remedies or did not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. No product return is required for mmt-342. Mmt-442a was requested, and the customer's response was that the device would be returned. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.